Event description:
It was reported that a patient presented to clinic for follow up. On (B)(6) 2022, a fluoroscopy was performed and the atrial lead was observed to have dislodged. The physician elected to cap and replace the atrial lead that day. The patient was discharged from the hospital after the procedure.